Manufacturer narrative:
A customer reported discordant non-reactive vitros anti hcv results from two different samples obtained from a single patient when tested using a vitros anti hcv reagent on a vitros eci immunodiagnostic system. The results were considered discordant when compared to a reactive result obtained from a non-vitros roche test system. A definitive assignable cause could not be determined with the information provided. Based on the limited quality control results provided, a vitros anti-hcv reagent performance issue is not a likely contributor to the event. Qc data obtained by the ortho tsc were within the appropriate classification areas at the time of the event. The customer did not perform any precision testing on the instrument so no assessment of the instrument performance at the time of the event was made. Therefore, it cannot be confirmed that the instrument was operating as intended at the time of the events and unexpected instrument performance cannot be completely ruled out as contributing to the event. In addition, it could not be established if the customer was following the sample collection device manufacturer recommended centrifugation protocol. Therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Additionally, it was also not possible to rule out the presence of a sample interferent that affects the vitros system and not the non-vitros roche system as a potential cause of the discordant results. No sample remained for additional testing and the patient has declined to be redrawn to facilitate additional testing. The customer reported that the patient had no previous history of hbv infection, and no other hbv marker testing was performed. However, based on the two concordant roche results the pathologist decided to report the reactive roche result for the patient. The customer stated that they took this decision because the patient underwent emergency dialysis. However, it is unclear if the decision to perform emergency dialysis was based on the reported roche result or as a result of the discordant results between the vitros and roche systems.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reactive vitros anti hcv results from two different samples obtained from a single patient when tested using a vitros anti hcv reagent on a vitros eci immunodiagnostic system. The results were considered discordant when compared to a reactive result obtained from a non-vitros roche test system. Patient 1 results of 0.61,0.84, 0.73, 0.55 and 0.87 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. Ortho has decided to conservatively report this event due to the emergency dialysis performed on the patient, even though it was not possible to definitively establish the result accurately reflecting the patient status and what result influenced this action. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).